Event description:
While performing a percutaneous coronary angioplasty/stent of the circumflex artery, a 3.5 x 13 cypher stent was placed into the lesion and set at 15 atm. It was then post dilated with a 4.0 balloon up to 16 atm, at which time the artery ruptured. A covered balloon was obtained and used to seal the hole, but the balloon would not advance to the rupture segment of the vessel. The patient crashed and after an extensive time of CPR, the patient finally stabilized and was taken to emergency surgery. Patient did have a slow postoperative course, but was cardiac rehabed and discharged home.